Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was getting pain with their 1st ins and that it was found out that the ins had gotten infected and that antibiotics did not help so the ins was explanted. Patient further stated that the ins was checked and no problem was found with the ins and that the ins stopped working when the infection got bad because the infection go into the device. Patient also stated that the infection was resolved. Patient also reported that they felt stimulation in different spot especially when laying. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.